Event description:
It was reported that there was a patient alert warning for high impedance on the lead. It was also reported that the patient later visited the hospital and low impedances and noise were noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.